Event description:
It was reported that the protective sheath of the 3.75x12mm nc trek balloon dilating catheter (bdc) was difficult to remove. The device was not used. A non-abbott device was used to complete the procedure. There was no patient involvement. There was no report of clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.